Manufacturer narrative:
The customer's calibration and qc were acceptable. The field service engineer performed a system decontamination. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 8000 c 702 module. It is unknown if the initial calcium result was reported outside the laboratory; the information was requested but not provided. The customer performed repeat testing with the patient¿s sample for confirmation. At 9:43, the patient¿s initial calcium result was 1.74 mmol/l. At 12:48, the patient¿s repeat calcium result on a different instrument was 2.10 mmol/l. At 13:10, the patient¿s 2nd repeat calcium result was 2.17 mmol/l on the initial analyzer. The calcium reagent lot number was 45938201 with an expiration date of 31-may-2021.